Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2013. The patient had a subsequent endovascular procedure on (B)(6) 2013 to repair a type 3a endoleak. The physician implanted and additional infrarenal aortic extension to resolve the leak. On (B)(6) 2016 a follow up computed tomography (CT) showed movement of the suprarenal aortic extension causing a type 1a endoleak. The patient was referred to an interventional radiologist to coil the type 1a. A subsequent endovascular procedure was completed on (B)(6) 2016 by implanting two infrarenal aortic extensions. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 1a endoleak and was not able to confirm movement of the stent. Additionally there was evidence to reasonably support the following observations; at implant there was a hematoma of the left upper arm and the placement of a left renal artery snorkel, at two months post initial implant there were left renal infarcts and a type 3b endoleak of the main body with a non flow limiting stent collapse, at 34 months there was a intra stent thrombus causing a stenosis. The clinical assessment was based on no medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, renal stents, crown separation, calcification and thrombus in the aortic neck. Corrected data: describe event or problem: on (B)(6) 2013 the patient had a type 3b endoleak not a type 3a endoleak.